Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, there was an r-wave amplitude measurement issue, and there was unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst commented that r-wave amplitude has been low since implant. Current measurement is 2.4mv. T-wave oversensing (twos) was identified on (B)(4) 2014 in multiple non-sustained ventricular tachycardia (nsvt) episodes and ventricular fibrillation (vf) episodes leading to multiple inappropriate shocks. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). Reprogramming was done. The device was at elective replacement indicator (eri) and was explanted and replaced by a device with a twos algorithm. The sensing vector was changed and the sensitivity was decreased, and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.